Manufacturer narrative:
Further investigation of failure analysis found mechanical indentations/burrs on the bipolar yaw pulley was due to the potential instrument collisions or impact from an external object.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have damage of the conductor wire¿s insulation at the yaw pulley. There was no material missing, and the conductor wires were not exposed. The wire was not torn or fully broken. The instrument passed an electrical continuity test. Further investigation found localized melting on the yaw pulley near the grip base.

Event description:
It was reported that during a da vinci-assisted esophagectomy transthoracic (chest anastomosis) surgical procedure, a cable on the maryland bipolar forceps (mbf) instrument was damaged. The customer used a backup mbf instrument to continue with the planned procedure. No fragment fell inside the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the medical engineer and obtained the following additional information: during the last procedure usage, a damaged wire was noticed. However, the instrument operated as expected during procedure. The instrument did not exhibit any unintended energy discharge. The instrument did not involve in any inadvertent contact with another hard object or instrument.